Event description:
Boston scientific received information that this pulse generator had exhibited noise oversensing leading to pacemaker inhibition when the patient was in close proximity to certain electronic and electromagnetic devices. The patient described becoming symptomatic, such as becoming weak in the knees, and fainting. The patient noted having a resting heart rate in the low 30's.

Manufacturer narrative:
To date, this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicates the device was returned after being explanted.